Event description:
The affiliate reported a customer who stated that an "olympic flexible cystoscope" was processed in the sterrad 100s system on a "short cycle". The customer also reported that the device was used on a pt following the processing. The customer did not provide info regarding potential injury or potential treatment.